Event description:
It was reported by service report that the scale was not working.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the scale was not working. This would result in caregiver annoyance since the scale would not be available, however, it is not likely to harm the patient because the caregiver would be aware of scale and bed exit functions not being available to use. Additionally, bed exit and scale, once set, are stored in the main cpu and would not be affected by the loss of scale function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported by service report that the scale was not accurate.